Event description:
Provider was putting in lumbar spinal cage and cage broke. Provider retrieved the broken piece and the rest of the cage was left in place. Imaging revealed that the remaining cage was in proper placement.